Event description:
During an ercp, a wilson-cook howell dash direct access system was used to perform a sphincterotomy. The wire guide was used to cannulate the common biliary duct. Resistance was encountered during cannulation due to the anatomy of the patient. After several attempts were made to cannulate the common bile duct with the wire guide, a 5cm piece of the wire guide coating detached. The detached portion was retrieved with a snare. No patient injury was reported.